Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that melted "paper" was found inside the bd vacutainer® k2 edta (k2e) blood collection tube during use, and the patient had to be redrawn. The following information was provided by the initial reporter: "it appears to have paper melted inside the plastic. We have pulled the tubes from use but it seems to be an isolated incident with the one tube." "Recollection".